Manufacturer narrative:
Recall: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system and has been without stimulation for 4-5 years. Reportedly, the external devices would no longer communicate with the ipg as well as the patient programmer displayed an error message. The ipg was subsequently deemed inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.